Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen and harder to read. The patient¿s blood glucose was unknown at the time of the incident. Customer also reported that insulin pump had battery errors and it gone dead with failure to delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly, failed battery alert and missing segments/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly.